Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that network issue occurred on the station which caused the station to be disconnected. A technical support specialist verified with customer that issue was resolved by other field service technician. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es wpkmria1 was froze and could not be recovered, preventing users from obtaining the necessary medication for a patient. The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.